Manufacturer narrative:
Follow-up 2/22/2016: customer reported blood glucose levels have decreased, cartridge had been changed, and indicated they would contact their health care provider regarding diabetes management. The tandem t:slim pump user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 (mg/dl) and vomiting. Customer delivered a bolus; however, no insulin was observed to be coming through the tubing. A manual injection was delivered and infusion set and site were changed to address bg levels. Customer observed insulin in tubing after changing infusion set. Cartridge uses novolog insulin and had reportedly been in use for 4 days. Customer was reminded that novolog is indicated for use up to 72 hours.